Manufacturer narrative:
Determination of root cause: assessment: this event was resolved via phone support from a tech service support representative. He stated that the time root cause was potentially inadequate nitrogen supply, unconfirmed by user, or lack of energy check prior to case and possibly failure to notice voltage readings. To resolve the issue, tech support representative stated that he advised the surgeon and the technician to ensure nitrogen flow, perform energy check and change gas if voltage is high, still within parameters. After providing the above mentioned support, the tech support rep deemed this event as a phone fix, for which no further service action was needed. No other concerns have been reported from the site, since then, for that surgery day or others after that. Logfile review indicated case was completed, with one user initiated break. The break in case occurred at 2% completion, and the cause of the break was surgeon pausing treatment by lifting his foot off the laser foot switch. At this break opm 34 (secondary energy message) was also seen. No other procedures breaks were seen, and the case was completed. Conclusion: root cause could not be definitively determined, as the system message was resettable and the case continued to completion. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: secondary energy too low. A technician reports an energy message that came up during refractive surgery, that secondary energy too low, at 2% of treatment delivery. The surgeon continued the treatment and the procedure was completed without any other interruptions or messages. She states that the surgeon, by accident, lifted his foot away from the footswitch, for a very brief moment and that is when the message came up. The technician reports for the surgeon that the patient did not experience any harm or injury from the reported event.